Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a continu-flo solution set was detached from the drip chamber. This was identified when the device was taken out of the package. There was no patient involvement.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured in march 2022. H10: the device was received for evaluation. A visual inspection revealed a disconnection between the tube and the chamber. The reported condition was verified. The cause of the condition was a manufacturing related issue during the manual assembly process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.